Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported by the patient that what is in her records matches the reason her hip was replaced except her surgeon said she had no infection. Her cobalt test was high and the hip infraction was done. Surgeon said it was sort of a milk yellowish tan with a slight grayish hue fluid which was completely opaque. Patient believes surgeon put in a stryker hipstar in 2009 that was the first time. Revision surgery was done on (B)(6) 2015. Patient believes stryker adm was used. Cobalt and chromium levels were elevated.

Manufacturer narrative:
The event reported in this report is a duplicate. Any additional information will be captured in MFR #: 0002249697-2015-02018.

Event description:
It was reported by the patient that what is in her records matches the reason her hip was replaced except her surgeon said she had no infection. Her cobalt test was high and the hip infraction was done. Surgeon said it was sort of a milk yellowish tan with a slight grayish hue fluid which was completely opaque. Patient believes surgeon put in a stryker hipstar in 2009 that was the first time. Revision surgery was done on (B)(6) 2015. Patient believes stryker adm was used. Cobalt and chromium levels were elevated.